Event description:
In this event it is reported that 30k fsi-sli-10s insert,pkd the customer alleges the insert was overheating. No injury reported.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Visually inspected and verified the insert is good, no fault found. Also insert was tested on a digital thermometer ID # (B)(6) due date: 08/31/2022. The temperature was 86.5°, no fault found. The specification states are not to exceed 118.4°f. (Per frs-9175 rev.9 on 4.1).